Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a capio opc device was used during a vaginal vault suspension procedure on (B)(6) 2016. According to the complainant, during the procedure and inside the patient, needle detached while passing the suture through the sacrospinous ligament. Through x-ray visualization, the needle was located inside the patient but the physician could not get the needle out. The procedure was completed with another capio opc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.